Manufacturer narrative:
A replacement battery was sent to the reporting facility. Therefore, the device will not be returned for evaluation. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluation for this serial number ((B)(4)) is: confirmed, root cause was identified as internal li-ion battery failure. (Reference: MDR number 3006260740-2019-00337). Parts only order.

Event description:
Per tm: machine is shutting down with 70-100% battery still remaining.